Event description:
It was reported that the patient was admitted with low flow alarms, lightheadedness, and dizziness. The patient underwent a tilt table echocardiogram. The test showed that when the patient was upright, the patient septum shifted to the left and occluded inflow, and flow dropped to 1.6 liters per minute (lpm). When patient was lying down, flow was 4.3 lpm. The patient was normotensive with mean arterial pressure (map) 76-90. The account further assessed the patient to obtain a computed tomography angiography (cta) when the patient's kidney function was stable. Log files were provided for analysis. The patient had low flow alarms and dizziness. The patient underwent a ramp echocardiogram on (B)(6) 2021 where he was noted to have low flow alarms in a standing position with significant dizziness and nausea. The patient's pump parameters and echocardiogram images were markedly improved at semi-supine and supine positions, as were the patient's symptoms. Log files were being sent over concerns related to outflow graft. A review of the log files noted a few low flow events on (B)(6) 2021, occurring at times when pulsatility index (pi) is elevated. The log also showed multiple pi events occurring throughout the log. No other unusual events were noted in the log file event history. A cta showed partial outflow occlusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, it was reported that the low flow events were positional and due to shifting of the septum. It was also reported that the outflow graft was partially occluded. A specific cause for the events could not be conclusively determined through this evaluation. The submitted event log file contained data on (B)(6) 2021. Several low flow controller fault flags were captured, with multiple instances lasting 10 seconds or longer to result in transient low flow hazard alarms. Pulsatility index (pi) was noted to be elevated throughout the log files. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 "surgical procedures" also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.